Event description:
Customer reported issues with the insulin pump. Customer states that the buttons are not working. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.